Event description:
Left tonsil grasped at its superior pole and electrocautery dissection then utilized. Dissection proceeded and flames were suddenly visualized in the oral cavity. Origin not immediately identified. Rapidly extinguished flames with use of pressure from physician hand/glove and irrigation. Flames present roughly 5-10 seconds. Careful examination of pt. Endotracheal tube showed no evidence damage. Buccal mucosa bilaterally and mucosa of hard palate and lateral aspect of oral tongue= showed evidence of injury. Base of tongue and tonsil beds showed no injury. Posterior pharyngeal was free of obvious injury. Burn to: buccal mucosa, palate, tongue and lips.